Manufacturer narrative:
Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. No alarms or unexpected battery power alarms noted during testing. Unit successfully downloaded to thump. Pump error 37 was recorded on 11/04/2025 06:26:53.000 found in the history files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on case. Customer did not experience an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was not confirmed. Pump error 37 was confirmed in the history files and due to motor defect. Unable to confirm pump exposed to a high magnetic field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump can no longer turn back after pump error 37(drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), exposed to a high magnetic field. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the alarm(s). The customer was not able to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.